Event description:
The pump was returned for investigation. Investigation revealed a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the device¿s black box shows that the time and date reset after the battery was removed. The pump was powered down for a period of time, and the date and time reset when it was booted up again. The pump¿s cover was removed and the bt1 component was found leaking. Unrelated to the reported complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).